Manufacturer narrative:
(B)(4). Event date sometime on (B)(6) 2018 and (B)(6) 2018. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that trial head package had a label that did not match the product inside. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual and dimensional inspection shows the non sterile outer packaging labels are for g7 type 1 prov head 36mm+3mm that are orange in color. This packaging contained g7 type 1 prov head 40mm-6mm which is blue acetal. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.